Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention, wherein an entire drg system was explanted due to finding that the l5 lead had migrated completely out of the space. In addition, a laminectomy was performed and a penta lead with a new proclaim ipg was implanted. Therapy was reestablished post operatively.